Manufacturer narrative:
Concomitant medical product: dtmb1q1 ICD: 429888 lead implanted: (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one week post implant, the right atrial (ra) lead had high impedance, loss of capture at max outputs and some oversensing of noise. It was noted that the atrial pin had ¿backed up¿ and there was a problem with the ring within the cardiac resynchronization therapy defibrillator (crt-d) setscrew. A device and lead revision procedure will be scheduled, and they remain in use. No patient complications have been reported as a result of this event.